Event description:
It was reported that the patient experienced arrhythmia and death. A 27mm lotus edge valve delivery system was advanced for an aortic valve replacement procedure. While advancing the lotus edge delivery system, asystole was noted and treated with temporary pacing. The lotus edge valve was deployed. Two hours post procedure the patient was improving and was removed from temporary pacing. A few days later, the patient developed confusion, delirium and had tachycardiac/bradycardiac episodes. The patient coded, decompensated and aspirated. The patient's family did not want further interventions. The patient was moved to comfort care and passed away from aspiration pneumonia.